Manufacturer narrative:
No device-related issues were identified through the analysis of the left ventricular assist system (lvas) and a correlation to the reported event could not conclusively be established. The pump was returned assembled with the driveline (dl) cut approximately 1.5 inches from the pump housing and the distal portion of the dl was not returned. The sealed inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, and the outflow graft bend relief were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of the lvas also revealed no evidence of developed depositions or thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. Hemolysis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous treatments for elevated lactate dehydrogenase were reported under medwatch MFR report #2916596-2017-02967 and medwatch MFR report #2916596-2017-02968. (B)(4). Approximate age of device ¿ 2 years and 11 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient had dark colored urine over the weekend. The patient underwent a pump exchange on (B)(6) 2017. The patient had been admitted and treated for elevated ldh in (B)(6) 2017 and on (B)(6) 2017. Patient's baseline ldh was 200-300 u/l. Reportedly inr was always supratherapeutic during times of increased lactate dehydrogenase (ldh), inr 2.5-3.5